Event description:
It was reported that a malfunction alert occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, which resolved the issue, and the customer was advised to continue using the pump and to call back if the malfunction recurs.